Event description:
During an electrophysiology procedure using a swartz braided transseptal introducer, a leak was noted on the shaft of the introducer. The swartz introducer was inserted and the dilator was advanced. The physician then noted damage on the introducer shaft, which leaked blood, proximal to the hemostasis hub. The introducer was replaced to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed, a f/u report will be submitted.